Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hernia surgery. Event description: surgeon inserts this device into patient's body but the gel cone cannot lock. They replaced with a new one to completed this surgery. Additional information received via email 26jan2022 from distributor: the bolster failed to lock onto the cannula. Product is available for return. Type of intervention: they replaced with a new one to completed this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the bolster, however, the complainant¿s experience could not be confirmed as the bolster functioned as intended. Visual inspection noted that the duckbill, an internal rubber component of the seal, was found separated from the seal and flipped inside out. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event and dislodged duckbill based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, bolster malfunction is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the dislodged duckbill.

Event description:
Procedure performed: hernia surgery. Event description: surgeon inserts this device into patient's body but the gel cone cannot lock. They replaced with a new one to completed this surgery. Additional information received via email 26jan2022 from distributor: the bolster failed to lock onto the cannula. Additional information received via email 29mar2022 from distributor: the customer did not find that the duckbill was detached from the seal. It is unknown what actions were being performed when the duckbill detached from the seal. No instruments were inserted through the trocar. Product is available for return. Type of intervention: they replaced with a new one to completed this surgery. Patient status: fine.